Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Pump error 25 confirmed in power graph and in device history. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer also stated that power error detected alarm recurred within a week of previous occurrence. The customer was advised that the insulin pump needed to be replaced the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.